Event description:
It was reported while testing for sars cov-2 false negative results were obtained. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it could lead to false-negative test outcomes, since the cdc interpretation of an absent sars-cov-2 rrt-pcr signal plus a positive h-rp rrt-pcr signal is interpreted as ¿2019-ncov not detected¿.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
This MDR should be considered cancelled. It was determined that there were no patient tests performed and therefore no erroneous results were reported.

Event description:
It was reported while testing for sars cov-2 false negative results were obtained. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it could lead to false-negative test outcomes, since the cdc interpretation of an absent sars-cov-2 rrt-pcr signal plus a positive h-rp rrt-pcr signal is interpreted as ¿2019-ncov not detected¿.